Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose levels of 55 mg/dl. The customer reported that the insulin pump was exposed to water. The customer reported that there was fluid under the display of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back-up per the health care provider's instruction. No additional information was provided.